Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 11-363665 36mm cocr mod hd +9mm lot#: 378500 unk trilogy shell. Catalog#: 00630505636 liner standard 3.5 mm offset 36 mm i.d. Lot#: 61423179. Catalog#: 00625006540 bone screw self-tap 6.5 mm dia. 40 mm length lot#: 61563834. Report source: foreign: (B)(6). The event was confirmed with medical records received. Available records identified: revision left hip due to prosthesis loosening with osteolysis and alval-reaction, stem left intact, all other components replaced. Tissue samples revealed no inflammation but appeared to be compatible with articular cyst (reactive) with necrotic content. X-ray demonstrated interval revision of the left total hip arthroplasty with new acetabular cup with screw fixation and revision of the femoral head. Two proximal left femoral cerclage wires are again seen. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a 3rd revision procedure of the left hip approximately 4 years post implantation due to due to pain, loosening, and elevated metal ions. An apparent pseudotumor, alval, and necrotic tissue were debrided, and osteolysis noted. The stem remained, and all other components were revised. No further event information available at the time of this report.